Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is booting up to a completely white display. A white display is indicative of a device lock-up condition. As a result, defibrillation therapy may not be available if it was needed. There was no patient use associated with the reported event,